Event description:
It was reported the patient had his spectra penile prosthesis right cylinder removed and replaced due to erosion. It was added that this event was resolved on (B)(6) 2015 no further patient complications were reported in relation to this event.